Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During eval of the device at the MFR's service ctr, the ventilator was alarming. The device's sensor board was replaced to address the issue.